Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and name of initial surgical procedure? Other relevant patient history/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from initial surgery? What medical intervention was given for the pain management? Results? Results of ¿assessment in theatre¿? What were current symptoms following the index surgical procedure? Onset date? What was the indication for this following treatment ¿infiltration of tape tracks with fibrinolysis agents¿? Date, details and results of this treatment? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced vaginal pain and assessment was done along with infiltration of tape tracks with fibrinolysis agents. The device is implanted.